Manufacturer narrative:
Batch review performed on 12 september 2019. Lot 189050: (B)(4) items manufactured and released on 04-mar-2019. Expiration date: 2024-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 4 months from the primary due to signs of an infection (the pathogen is unknown). The surgeon performed a washout and poly-swap and the surgery was completed successfully.